Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to pcba 1. Unable to perform displacement test, sleep current measurement and active current measurement. Unable to verify failed battery test alarms and replace battery now alarms due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call for battery failed alarm. Customer¿s blood glucose was 110 mg/dl. Customer reported that they receive a replace battery now alarm. Customer stated that the battery was not previously used. Customer reported that they insert new battery but still receive failed battery. The insulin pump will be returned for analysis.